Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (not charging batteries) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery. The cause for the failure was isolated to a thermally damaged q1 current-controlling transistor on the bedside pca board and contamination on the battery board. The root cause for the damaged q1 transistor and contaminated battery board is likely ingress of an unknown liquid. Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery will not charge) has been confirmed. Upon receipt the battery pack was nonfunctional in both a charger and a monitor. The cause for the inability to power a monitor or charge was contamination on the pca. The root cause for the contaminated pca is likely ingress of an unknown liquid. No adverse event resulted from the damaged q1 transistor and contamination. The patient received a replacement battery charger/modem and battery pack. Device manufacturer date: sn (B)(4); sn (B)(4) 09/2013.

Event description:
A (B)(6) patient's brother called zoll customer support to report that the patient's batteries were not powering up his monitor. The patient was issued a replacement battery charger/modem and battery pack.